Event description:
The initial reporter received questionable na electrode results from five patient samples tested on the cobas c 303 analytical unit. Of the data provided, the results for 2 patient samples were discrepant. Sample 1: the initial result from the analyzer was 149.8 mmol/l. The first repeat result from a c311 analyzer was 140 mmol/l. The second repeat result from the analyzer after recalibration and qc reruns was 151.8 mmol/l. Sample 2: the initial result from the analyzer was 152.2 mmol/l. The repeat result from a c311 analyzer was 139 mmol/l. The provider questioned the initial result prompting the rerun of the patient sample. The repeat results from the c311 were deemed correct.

Manufacturer narrative:
The electrode lot number was aqw51. The expiration date was requested but was not provided. The alarm trace did not indicate any issues. The field service engineer (fse) inspected the analyzer and found the vacuum nozzle tip was flattened. He cleaned the dilution vessel and the ion-selective electrode (ise) sipper nozzle and replaced the vacuum nozzle. He ran ise and precision checks.the customer performed qc with acceptable results. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.